Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and minor scratches on the lcd window.

Event description:
It was reported that the insulin pump alarmed motor error. It was also reported that the insulin pump was exposed to magnetic field or MRI. Customer stated that the insulin pump alarmed no delivery and battery out limit. Troubleshooting was done. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.